Event description:
It was reported by service report that the footend of the bed drifts down with weight. The customer reported that they did not know if there was nay patient involvement or if there were adverse consequences to report.